Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lens was manufactured according to specification. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The complaint could not be confirmed. Most probably, the event was related to complications during the original surgery. The lens met specifications prior to release. Labeling review: the directions for use (dfu), was reviewed. The warnings section state that patients with any of the following conditions may not be suitable candidates for an intraocular lens because the lens may exacerbate an existing condition, may interfere with diagnosis or treatment of a condition, or may pose an unreasonable risk to the patient¿s eyesight. Surgical difficulties at the time of cataract extraction and/or intraocular lens implantation that might increase the potential for complications. The dfu adequately provides precautions and instructions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Section completed by manufacturer. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was exchanged because of a complication during the original surgery after using the catalys system. Apparently during the original surgery, before the lens was implanted, there was an anterior extension of the capsule. While the lens was being implanted, the tear extended around to the posterior side. This resulted in a lens dislocation in the weeks that followed surgery. As a result, the doctor had to remove the 1 piece lens and fixate a 3 piece lens in the sulcus. The original lens was removed in 2 pieces without extending the incision. A vitrectomy was performed and then a 3 piece model zma00 lens was inserted. Further, there were no issues from the vitrectomy, and the patient was discharged without complications. An MDR for the catalys system has been provided.